Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary pun424950h: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).

Event description:
It was reported that the device was at recommended replacement time (rrt) and did not meet expected longevity. The device was explanted and replaced. It was also reported that during implant of the left ventricular (lv) lead, the lead fell out of the vein when the sheath was being removed. An lv lead was not implanted. No patient complications have been reported as a result of this event.